Event description:
Pt reported the insulin cartridge compartment of the infusion device is full of insulin. Pt stated the insulin cartridge is leaky. Pt reported she received an elevated blood glucose level of 362 mg/dl. Pt's normal blood glucose level was not provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insulin cartridge for evaluation.

Event description:
Reporter alleged the customer obtained the results of 369 mg/dl and 136 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.